Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using alaris pump module infusion set air bubbles repeatedly appeared in the line. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2204-0007, batch #: unknown. Verbatim: during an administration of ivig swedish ballard medical treatment center, the bd alaris pump module repeatedly alarmed air-in-line. Statement from the customer: "the secondary (short) alaris tubing kept filling with air bubbles in the pump segment, staff continued to attempt to get rid of the bubbles by flicking the tubing but the bubbles kept coming back even though there was no air elsewhere. When staff went to flick the tubing again the bottom segment of the soft tubing near the safety clamp disconnected completely.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary one sample (model #2204-0007) was returned by the customer. It was reported that there is air in line. The set was examined for defects and abnormalities. No defects or abnormalities were observed. All connections/junctions were intact. The set was primed successfully. No air bubbles were noticed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2204-0007 lot number 21096259 was performed. The search showed that a total of 23,043 units in 1 lot number was built on 30sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported while using alaris pump module infusion set air bubbles repeatedly appeared in the line. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2204-0007 batch #: unknown verbatim: during an administration of ivig swedish ballard medical treatment center, the bd alaris pump module repeatedly alarmed air-in-line. Statement from the customer: "the secondary (short) alaris tubing kept filling with air bubbles in the pump segment, staff continued to attempt to get rid of the bubbles by flicking the tubing but the bubbles kept coming back even though there was no air elsewhere. When staff went to flick the tubing again the bottom segment of the soft tubing near the safety clamp disconnected completely.